Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked battery tube threads, partially broken off reservoir tube lip and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 482 mg/dl. The customer treated with insulin pump and manual injections. The customer declined programming and pump function. The drive support cap was normal. The product was returned for analysis.